Manufacturer narrative:
Additional information received for the implantation and explantation dates. Implantation date is (B)(6) 2022 and the date of explantation is (B)(6) 2023. Received updated information for the date of event. Correcting the date from 24-may 2023 to 13-may-2023.this is a follow up report to correct this date.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The operation was performed using a guide - as per description there was a mismatch between the guide and the oral cavity, and sufficient water could not be injected through the guide, leading to the loss of the implant. Implantation/explantation dates are requested, but not available so far. The guide was not yet received for investigation so the cause for the implant loss is not yet confirmed. Guide return is requested and product will be evaluated after receipt. The device was not evaluated, but the digital (guide) planning was, without having found any issues. There is a second complaint registered on the guide. In case the investigation results confirm the malfunction of the guide as cause for the necrosis, guide complaint will be considered serious and will be reported as well. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.